Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm to the patient and assisted them in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. Visual inspection was performed with no issues noted. Functional testing was performed (leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine)) with no issues noted. The reported issue was not verified. Sample analysis determined the product met all specifications. Should additional relevant information become available, a supplemental report will be submitted.